Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm and insulin was squirting out. Customer tried 3-5 times to resolve but it did not resolve. Customer reported crack on the top right and bottom left corner of the display, cracks from display around to the back of the pump and up, crack in reservoir window top of reservoir chamber and slit on battery cap was stripped and cap was also cracked. Customer stated that the drive support cap was normal. Customer stated that reservoir was bale to lock in place. No harm requiring medical intervention was reported. The device will not be returned for analysis.